Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port of the vaso view hemopro popped. A second kit was opened and the same issue occurred. A replacement device was used to complete the procedure, the hospital did not report any patient effects.